Event description:
Patient underwent left total elbow arthroplasty in (B)(6) 2011. Subsequently, in (B)(6) of 2011 patient fell on left elbow resulting in a distal fracture of the humerus. Radiographs performed as a result of the fall revealed one of the condyle screws had become dislodged and was floating in the joint space. Revision was performed on (B)(6) 2011 in which the humeral stem and condyle kit components were removed and replaced. During a telephone conversation between the sales representative and the doctor, the doctor indicated that the screw was not correctly fixed in the condyle and regards this as user error.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: "properly align and completely seat connecting components including tapers. Failure to properly align and completely seat the components together can lead to disassociation" and "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity". The product lot identification necessary to review manufacturing history was not provided. Date implanted - (B)(6) 2011.